Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and noise was noted on the right ventricular (rv) channel. All lead measurements were within normal limits and remain stable. It was further reported, that this pacemaker dependent patient uses a CPAP machine for his sleep apnea at night and is close to a running tractor during the day. Guidant received additional information that the physician suspected the rv lead may be fractured.